Event description:
It is reported that the pins were missing from the universal oscillating saw attachment. The event timing was prior to surgery; therefore, there was no patient harm or delay reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.